Manufacturer narrative:
The device has been returned to sjm. Investigation has not been completed. When analysis results are available a follow-up report will be sent.

Event description:
It was reported during a left sided accessory pathway ablation, a cool path duo ablation catheter became kinked and was difficult to remove from the pt which resulted in the handle of the catheter being cut in order to retrieve the device. The physician placed an inquiry steerable ep catheter with difficulty and replaced it to attain successful position into the cs. He then placed a cool path duo ablation catheter through a fast-cath 12 cm introducer into the left ventricle via retrograde aortic approach. It became kinked and removal was attempted. It was pulled back into the aorta but the physician was unable to put into neutral position to get back into the short sheath. The handle to the ablation catheter was cut and a long swartz braided sl 1 introducer was inserted into the artery. The cool path duo catheter was pulled out through the long sheath and replaced with a cool flex ablation catheter which was unsuccessful in reaching the needed area for ablation so it was replaced with a medtronic marinr ablation catheter which was also unsuccessful. The pt will be rescheduled for the procedure needing a transseptal puncture technique. The pt was discharged home and there were no consequences to the pt.